Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that exchanging the system controller resolved the replace backup battery alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm could not be confirmed through this evaluation. It was reported the suspected system controller (serial # (B)(6) was discarded by the hospital and will not be returned for evaluation. A root cause of the backup battery fault alarm could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes backup battery fault alarms. Backup battery fault alarm ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage. Under section 2, ¿replacing a backup battery in the system controller¿ details the required tools and steps to exchange the internal 11v backup battery. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a "replace backup battery" alarm on (B)(6) 2024 at 0100. The patient went into consultation the same day to replace the battery which was installed on (B)(6) 2024. When the system was queried, it indicated that the battery had 30 months of remaining. The battery was disconnected and reconnected but the alarm persisted. Another backup battery was installed but the alarm was still present. The system controller was then replaced.